Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not provided. The customer states the insulin pump was exposed to fluid and now they have trouble reading the screen due to white screen. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a blank display with constant steady white light on the display due to moisture damage electronic assembly. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection. Unable to verify missing segments, partial display and perform the self test and displacement test due to insulin pump steady white light on the display.